Event description:
It was reported that approximately 57 months post implant of a bifurcated device, an infrarenal aortic extension, a suprarenal aortic extension, and a limb extension, the patient reported he had back pain. A computed tomography (CT) scan indicated the patient had an endoleak. The physician decided to correct the endoleak by implanting another suprarenal aortic extension and another infrarenal aortic extension. The dial stuck when the physician was trying to deploy the suprarenal aortic extension. The physician pushed on the back end and it wasn't doing anything. During the procedure the patient's blood pressure started dropping. The physician pushed with extreme pressure and it worked. The nose cone hung up a little bit. The patient's blood pressure was stable at the end of the procedure. The physician had to decompress the abdomen and put in a drain tube. Patient was reported to be stable post procedure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Manufacturer narrative:
Based upon the investigation findings, the reported event of a component separation has been confirmed through clinical assessment and the devices remain in the patient. The reported event of a deployment issue has been determined inconclusive. The catheter was found unremarkable. There was approximately 7.7cm of intact release sleeve material exposed. The release knob worked properly when tested. The inner core was advanced and retracted without any resistance. The rear handle was opened and internal components were inspected. No anomalies were noted. Fifty-eight months post implant, there was evidence to support: type iiia endoleak; stent migration; complete component separation (stent graft complaint); near complete stent graft collapse 5 cm above the bifurcation (stent graft collapse); and, rupture. There was evidence of significant lateral (anterior) movement. This patient's recovery was complicated by a surgical evacuation of an abdominal hematoma and opening of the abdomen on the same post-operative day; the abdomen was eventually closed two days later. Four days later, the patient underwent another invasive procedure for pneumonia and respiratory failure (bronchoscopy). Thirteen days later, another invasive procedure (permanent dialysis catheter placement) was initiated for non-recovery of acute on chronic renal failure. The patient was discharged to an extended care facility on the 25th post-operative day, on antiplatelet therapy (asa). A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information. However, product use was incongruent with the IFU due to: tortuous, stenotic access vessel diameters of less than 6.5 mm; dual angled aortic neck greater than 60 °; and, right common iliac artery diameter greater than 2.3 cm. These conditions most likely contributed to this event. Cautionary product use conditions that might have contributed to this event included chronic renal disease and the inability to tolerate contrasted CT surveillance.